Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots. The battery cap secured properly to the pump. During testing, the pump powered on properly. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of an intermittent power issue was observed in the black box data; however, the complaint was not duplicated.